Event description:
Procedure type: unk. According to the reporter: at the end of the case, the scrub tech noticed the tip of the obturator on the white tissue separating wings had broken off and was missing. The surgeon found the broken off tip in the insertion incision and collected it to be sent back with the trocar. The operating time and incision were not extended as a result. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).